Manufacturer narrative:
The results of this investigation concluded all three cusps were fibrotically thickened and there were tears in cusps 1 and 3. There was outflow thrombus on all three cusps with focal acute inflammation on cusp 1. There was fibrous pannus ingrowth on the inflow surface of cusps 1 and 3. There was no significant calcifications present in the valve. A gram stain was negative for organisms. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, tears, pannus, or thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a 23 mm epic valve was implanted. In (B)(6) 2017, the patient began to feel worse and after an examination, an elevated aortic valve gradient was observed. Over the past four months, serial echoes revealed an increased gradient to 90 mmhg. On (B)(6) 2017, the valve was explanted and the valve leaflet in the left coronary artery position was thickened and significantly less elastic. A 23 mm labcor's socimis valve was implanted. The patient is reported to be recovering.